Event description:
New information received indicates that the device was explanted and replaced.

Event description:
New information received indicates that the patient was well during and after the replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented in-clinic for routine follow-up, long charge time was observed. When the physician attempted to reformat the capacitor maintenance 3 times, but was unsuccessful. It was noted that during the process, a noise was coming from the device. Device replacement was suggested. The patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.